Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th april 2025, it was reported by a sales rep via email that for an ar-4068-25tl, suturelasso¿ sd, 25° tight curve left, the metal tip of suture lasso broke off whilst trying to penetrate the labral tissue. This was detected during use in an arthroscopic shoulder stabilization procedure on (B)(6) 2025. The procedure was completed successfully as a new suture lasso was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which includes the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.